Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number 1627487-2020-22719. It was reported that patient had surgery on (B)(6) 2020 wherein their full system (implantable pulse generator and lead) removed on (B)(6) 2020 due to ineffective stimulation. Patient is stable.